Event description:
A customer contacted haemonetics on (B)(6) 2012 to report that the orthopat machine does not recognize when the reservoir is in place. No donor or operator injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2012 to report that the orthopat machine does not recognize when the reservoir is in place. No donor or operator injury was reported. Upon evaluation of the device, the problem was verified and determined to be caused by a broken reservoir switch. Fluid was also found inside of the power supply. The reservoir switch, power supply, cracked top cover, and the old battery were all replaced. The machine is ready for use. (B)(4).